Event description:
During discharge, rn entered room to remove IV, 20 g rac. Site was intact however, there was no angio catheter connected to the catheter hub. Blood/labs were reportedly easily drawn from the IV in triage. Ultrasound did not find any foreign body in r arm. Pt was discharged instructed to return with any difficulty breathing or chest pain.